Event description:
Literature was reviewed regarding: "off-label use of the pipeline embolization device for reconstruction of the extracranial internal carotid artery." The objective is to present the authors' experience using pipeline embolization devices (peds) for internal carotid artery (ica) reconstruction in cases of distal cervical or petrous segment dissection or dissecting aneurysms and to review the literature on this contemporary indication of flow diverter devices. The time frame of this study was: from 2016 to 2022. Multiple manufacturer¿s devices were used in the study population: the study mentions the use of multiple manufacturers' devices, including the pipeline embolization device (ped) and traditional carotid stents such as wallstent and neuroform. The following medtronic devices were used: the devices mentioned include the pipeline embolization device (ped) and wallstent, but no specific medtronic products are listed. No deaths occurred in the study population. The causes of death were: not applicable as no deaths were reported. Among patient adverse events included: punctate hemorrhagic transformation noted in one patient (patient 2), watershed ischemic chan ges in one patient (patient 6), one patient (patient 4) had an acute infarct at the left mca and aca, and persistent right ica occlusion, all patients achieved reperfusion, with 29% achieving tici 2b and 71% achieving tici 3. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: jee, e., ansari, j., kandregula, s., chokhawala, h., sharma, p., guthikonda, b., saenz, h. C., savardekar, a. . Off-label use of the pipeline embolization device for reconstruction of the extracranial internal carotid artery. Surgical neurology international 16(55) 2024. Doi: 10.25259/sni_967_2024 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.